Event description:
Dr. Indicated the abutment screw fractured. The fractured part of the screw remains inside the implant. Doctor would try to remove it. After confirmed with the distributor, doctor explained that due to doctor's agenda they didn't try to remove the fractured part from the implant. They said that they are not sure when they are going to remove the fractured part. Zest decide to report it as a case that both abutment and implant will be removed.

Event description:
Dr. Indicated the abutment screw fractured. The fractured part of the screw remains inside the implant. Doctor would try to remove it. After confirmed with the distributor, doctor explained that due to doctor's agenda they didn't try to remove the fractured part from the implant. They said that they are not sure when they are going to remove the fractured part. Zest decide to report it as a case that both abutment and implant will be removed.